Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to f10 and h6. The cause of the event was due to procedural factors.

Manufacturer narrative:
Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. The device was not returned for evaluation, as devices for complaints without an indication or allegation of product malfunction will not be requested for return. The root cause of this event cannot be conclusively determined. However, it is likely that patient related and/or procedural factors contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. UDI number (B)(4).

Event description:
Edwards implant patient registry received information a 21mm aortic valve was explanted after an implant duration of four (4) years due to symptomatic severe aortic stenosis, patient prosthesis mismatch, and significant early degeneration. Per medical records patient presented with congestive heart failure and endocarditis (serratia marcescens). Patient had pacemaker lead infection which required replacement. The 21mm valve was replaced with a 23mm aortic pericardial valve. There was no evidence of vegetation or infection of the aortic valve that was indwelling. This may been related to a relatively small sized valve. The patient was transported intubated in satisfactory condition to the ICU. Patient was discharged home in stable condition on post-operative day 14. Per implantation data cards, the explants were not due to deficiency of the devices. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.